Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supply manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was successfully placed post procedure. The patient was taken to post procedure where it was noticed that the tr band had deflated, and that the air injection port had detached from the band. The procedure performed was a heart catheterization. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 24feb2025: it was thought that hemostasis was achieved by a new tr band, the patient was stable, and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The inflation tubing is disconnected from the band at the connection tube. No other damage or deformities were noted on the band. The complaint can be confirmed for an inflation tube detachment. The exact root cause cannot be determined. Manufacturing was notified about this issue and a nonconformance was initiated. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).